Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observe foreign material adhering to the bending section cover (a-rubber) could not be identified and a definitive root cause of the issue could not be determined, however, there was physical damage to the device observed at the place where the foreign matter was located (a-rubber adhesive part missing, peeling), which may have prevented appropriate cleaning of the device during reprocessing. The event can be detected/prevent by following the instructions for use sections below: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. In addition, the following non-reportable malfunctions were found during the device evaluation: grip has a scratch, switch box has a scratch, flexibility adjustment ring has a scratch, c-cover has a chip, and lg lens has a crack and chip. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus evis exera iii colonovideoscope, it was discovered that the unit had been insufficiently reprocessing as the distal end adhesive had foreign material present. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in, the subject device had been insufficiently reprocessed as foreign material was found on the distal end adhesive. The subject device also had notable wear and tear in the form of scratching, chipping, and cracking. The angle wire had been elongated and pulled the bending angle out of specification. The cylinders also had discoloration present. If additional information becomes available following the device evaluation, a supplemental report will be filed.